Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified the curved rubber glue joint was missing. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue.

Event description:
It was observed that during the device inspection, the uretero-reno fiberscope exhibited the curved rubber glue joint was missing. There were no reports of patient involvement.